Event description:
Reportedly the device was explanted and replaced with a medtronic mosaic 23. No further details were provided. Device was explanted after about 105 to 106 month implant duration. E-mail from patient dated 2009, indicates that "when procedure was considered we where told that the bovine pericardial heart valve had a life span between 15 and 20 years if not longer. The failure was due to a tear/weakness of the material which opened and closed causing leakage problem, creating a life style/threating problems. Would like to discuss this with some one asap."

Manufacturer narrative:
Evaluation: two tears, each 3 mm in length, were visible from the free margin into the cusp of leaflet two at commissure two and three. One tear, 5 mm in length, was noted from the free margin into the cusp of leaflet three at commissure three. Leaflet tissues were opaque and swollen at the commissure two and three area. Two holes/abrasions (not through the entire thickness of the tissue), each 1 x 2 mm, were observed adjacent to each other on the cusp of leaflet two. The tissue had appearance of abrasion at these areas, as thicker tissue was visible on the outer edge of the hole compare to the center of the hole. Although sutures were removed from the sewing ring at this region, this appearance is characteristic of tissue which had come in contact with the suture tail. Hematoma was visible on leaflet one near the commissure two post. Minimal calcification was present in the cusp of leaflet two and possibly on the inflow host tissue at leaflet one and three. Minimal to moderate host tissue overgrowth was observed on the stent and tissue on the inflow and outflow aspects, encroaching into the orifice by 4 mm on the inflow aspect. Minimal calcification and stent distortion were noted in the x-ray; commissure three post appeared to be pulled outwards. X-ray.